Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that a remote alert was triggered due to the atrial intrinsic amplitude exhibiting out of range measurements. The atrial tracking rate on the stored electrograms show evidence of oversensed atrial lead noise. Technical services were notified and recommended further review. This device remains implanted and in service. No adverse patient effects were reported.